Event description:
Patient presented to the ER after receiving inappropriate high voltage therapy. Review of the episodes revealed noise on the lead. A clavicular crush was noted at explant.

Event description:
Major pump unit(s) involved: external control system failure;pbu cable.specific component(s) involved: component: pbu cable.causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): reminded pt about care of equipment.implant device type: lvad.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
As received, a partial lead was returned, damaged. Suture sleeve marks were noted at 45cm and 45.9 cm from the distal tip. Sem photography confirmed that both is-1 proximal cables and four wires of the is-1 distal coil were fractured, consistent with the suture sleeve being tightened down too tight on the lead. Without return of the entire lead, a complete analysis could not be performed.